Event description:
A dual lumen PICC line was insert in pt on (B)(6) 2013. One of the lumens began leaking and was reported to her provider, upon inspection it was noted the lumen had some shearing. The PICC line had to be replaced resulting in the pt returning to the hospital and undergoing an add'l procedure in the radiology dept.